Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined. The submitted log file contained events and data from (B)(6) 2025 through (B)(6) 2026. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured on (B)(6) 2026. Electrical continuity data suggested a potential wire conductor breakdown issue with the brown wire within phase 3. Despite this finding, the pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. He relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), (document(B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were attached to evaluated driveline faults alarms dating back to (B)(6) 2026. The patient had a driveline repair on (B)(6) 2025 for short to shield (cs-208479). The patient was currently using power module, ppm-12561, with an ungrounded cable at home. Log files confirmed driveline faults beginning on (B)(6) 2026. These reoccurred intermittently throughout the remainder of the log file. The driveline phase data below showed phase c as degraded further since the prior log file from (B)(6) 2025.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was also said the patient has a known short to shield and driveline fault alarms on 18feb2026. The driveline faults on 18feb2026 were due to accidental connection to the grounded cable while in clinic. Log file review was requested which revealed driveline fault alarms associated with known degradation of the conductor in phase c. There was still some connectivity with this conductor however it was noted that further degradation is expected over time. These events were not associated with disruption of motor operation. Speed reductions and pump stop events were recorded on 18feb2026 when the system controller was connected to a grounded patient cable and power module.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Precautionary log files were attached for review. There were no unusual events recorded in the log files. The current log files did not show any evidence of a driveline short to shield. The 2 speed drops in the graph below are associated with pulsatility index (pi) events which was normal. No further degradation was noted with the driveline phase data. The mechanical circulatory support (mcs) equipment was operating as intended.